Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports receiving a podcommunication error during wear.

Manufacturer narrative:
The device was received deployed. No timeouts, drive stall or hazard alarms were generated during operation. The device communicated with the master personal diabetes manager during the investigation. No issues were seen with the device. A complete rerun of the device could not be completed due to damage to the device's hook during downloading of device data. The patient history buffer data showed no evidence of issues with insulin delivery. The cause of the reported communication error could not be determined. The exposed portion of the soft cannula was observed to be stretched. The observed stretched soft cannula was confirmed via out of specification measurement taken of the entire soft cannula length. The fluid path was tested and fluid was observed to be leaking from the soft cannula. A closer inspection found a hole in the exposed portion of the soft cannula. The timing and cause of the observed soft cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.